Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Due the lack of sample or picture related to the occurrence, it was not possible perform the defect evaluation, thus it not possible confirm the root cause to the occurrence. The defect identified by this complaint will be monitored to trend analysis. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with foreign matter. There was no report of injury or further medical intervention.